Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead exhibited over sensed noise resulting in mode switch. No intervention was performed. The patient was in stable condition and will continue to be monitored.